Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation reviewed the device's clinical data file. Review of the device clinical data confirms the device analyzed the rhythm appropriately and met the requirements of a shock advised determination. The investigation is being closed as the device worked within the limitations of the available technology. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.